Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer experienced elevated blood glucose levels up to 374 mg/dl requiring hospitalization; treatment received is unknown. Caller alleges there are no errors neither warnings in the pump. Requested return of the alleged device for evaluation.